Event description:
It was reported that this pacemaker exhibited an alert indicating that it was discovered to be in safety mode. Device replacement is being planned and for now, the pacemaker remains in service. No adverse patient effects were reported.